Event description:
It was reported the patient was wearing a pod that was leaking insulin and caused high blood glucose levels (444 mg/dl). The patient had to seek medical attention on (B)(6) 2025. The patient was admitted for three days and discharged on (B)(6), 2025. The patient reported intermittent loss of consciousness, and the diagnosis was diabetic ketoacidosis (dka). Treatment involved insulin administration to lower blood glucose levels. The cannula was properly inserted, and the adhesive was secure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.